Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID:(B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that on (B)(6) 2022 the patient experienced pericarditis and mild pericardial effusion on d0 resolved. The patient underwent a repeat echo v-scan. The patient's oral medication was changed or adjusted to colchicine 0.5mg. This issue resolved on (B)(6) 2022.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study: subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that on (B)(6) 2022 the patient experienced pericarditis and mild pericardial effusion. The patient underwent a repeat echo v-scan. The patient's oral medication was changed or adjusted to colchicine 0.5mg. This issue resolved on (B)(6) 2022. It was further reported that the suspected cause of pericardial effusion was due to atrial fibrillation ablation.

Event description:
Newton af clinical study - subject ID:(B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that on (B)(6) 2022 the patient experienced pericarditis and mild pericardial effusion. The patient underwent a repeat echo v-scan. The patient's oral medication was changed or adjusted to colchicine 0.5mg. This issue resolved on (B)(6) 2022. It was further reported that the suspected cause of pericardial effusion was due to atrial fibrillation ablation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.